Event description:
On 03/12/2007, the lay user/reporter (patient's caregiver) contacted lifescan alleging an "error 5" issue with the pt's one touch ultra meter. The pt received the reported meter "about a month ago" and reportedly has not tested with the meter for a reason not related to the meter. On an unspecified date last month, the reporter attempted to test her own blood on the reported meter, but got the "error 5" message. It is unclear if any other tests were attempted after the reporter got the "error 5" message. It would be helpful to know why the pt was not testing on the reported meter and when the last attempted test was on the meter. It would also be helpful to know the pt's usual diabetes care regimen and if the pt followed the regimen throughout the time she was not testing her blood glucose. One day earlier night (unspecified time), the pt was sweating profusely and was red in the face. The reporter gave the pt a ? Ounce of orange juice. At the time of the concern, the pt denied testing on the reported meter because the reporter allegedly knew that the meter did not work from the attempted tests in the past. About 7 pm the same night, the paramedics arrived. The paramedics tested the pt's blood glucose and the reporter was told that the pt's blood glucose was "low" on the paramedics' meter. Specific result was not provided. The pt was treated with IV glucose, a sandwich, and a glass of milk. The customer care advocate (cca) reviewed the meter's memory and found that no results were stored in the meter's memory. The reporter was unable/unwilling to report if the correct testing technique was used when the "error 5" occurred. The reporter did not have any test strips to troubleshoot on the phone. Although the reported meter was not used at the time of the incident, this complaint is being reported because the pt suffered hypoglycemia some time after due to alleged "error 5" issue. He didn't test. It is unknown what contributed to the pt's hypoglycemic event. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.